Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer found water in the battery compartment and pump error 43-an error in the motor was detected by reading unexpected value from hall sensor and pump won't work. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was unable to complete rewind. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump 43 noted during testing. However, pump error 43 confirmed in the pump history/trace files on 02/16/2025 18:21:57.000 until 02/16/2025 21:17:08.000. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. Pump was cut open to perform visual inspection and found corrosion damage on the motor, battery tube and electronic assemblies. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: corroded home switch, scratched case and corroded battery tube. Alleged pump error 43 alarms confirmed in the pump history files on 16-feb-2025 due to corroded motor home switch. Exposed to moisture damage confirmed don electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.